Event description:
It was reported the physician noticed bleeding around the seam after he implanted the valved graft. Additional info received indicated the pt received 60 units of blood products including cells, plasma and platelets. The valve remains implanted and the pt is doing well. Additional info has been requested.